Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (did not ask mcg/ml at did not ask mcg/day) and lioresal (baclofen) (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) stated that they entered the wrong dose during the bridge bolusand the patient was to loose now. The hcp stated the patient was supposed to be getting 10.4mcg/hr but was getting 11.2mcg/hr instead and  wanted to know how to cancel the bridge bolus. The drug concentration was the same.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that the patient¿s pump was refilled with lioresal baclofen (2000 mcg/ml) but had previously been refilled with gablofen baclofen (2000 mcg/ml) so because the hcp was changing the medication to lioresal it automatically required a bridge bolus to be done. The patient¿s pump dose was 268.3 mcg/day. Per the hcp, they incorrectly input the pump dose of 268.5 mcg/day and updated the pump. Which started the bridge bolus that was running for 78 hours and 18 minutes with an hourly pump dose of 11.2 mcg/hour. However, the hourly pump dose should have been 10.4 mcg/hour. Before the patient left, the hcp caught the mistake and corrected the pump dose to the correct daily dose of 268.3 mcg/day and updated the pump however the previous bridge bolus that was in place continued at 11.2 mcg/hour for the 78 hours. The patient returned to the clinic 3 days later being too loose. The patient relied on her muscle tone to walk, and the baclofen dose being too high was making it difficult for her to walk. The hcp was able to just cancel the bridge bolus that was still infusing at the 11.2 mcg/hour and the patient returned to her correct hourly dose of 10.4 mcg/hour.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving gablofen (did not ask mcg/ml at did not ask mcg/day) and lioresal (baclofen) (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) stated that they entered the wrong dose during the bridge bolusand the patient was to loose now. The hcp stated the patient was supposed to be getting 10.4mcg/hr but was getting 11.2mcg/hr instead and  wanted to know how to cancel the bridge bolus. The drug concentration was the same.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.